Manufacturer narrative:
Analysis was performed by a philips bench repair technician (brt), who observed a speaker inop, which confirmed the error description by the customer. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to the customer site.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that there was an alarm for a 'speaker technical fault'. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but it is unknown, as the device was at the biomedical department for repair. The device was not in use on a patient at the time of the event, so there was no patient involvement.